Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of incident was 38 mg/dl, which she treated with food and it went up to 59 mg/dl. The customer stated that she might have over bloused on (B)(6) 2017. Troubleshooting was performed. The customer stated she was not disconnected while priming, the reservoir was showing the same amount of insulin as shown on the status screen and the insulin pump was not exposed to a magnetic field. Most recent blood glucose reading was 62 mg/dl. The device was not returned for analysis.